Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer reported that she's not getting insulin delivery on the pump. The customer reported that after worked out when she checked her blood glucose it was 130mg/dl but it keeps on going high today. Patient's blood glucose at time of incident was 400 mg/dl. Patient's current blood glucose was 316mg/dl. The customer had dry mouth. The customer treated high blood glucose using manual injection. Based on customer report customer does not allege pump was under delivering. Customer stated the drive support cap appear normal. The customer will call back to perform high pressure test after receiving tubing clamp. The insulin pump will not be returned for analysis.